Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a system controller fault on (B)(6) 2025 at 12:03 am. This happened after the patient connected to their new mobile power unit (mpu) and experienced an alarm. They were unable to describe the alarm. The patient then went back to battery power and then experienced the controller fault. The patient arrived at clinic, and they changed out their controller. Log files were submitted for review, and the log file captured controller internal faults on (B)(6) 2025. Technical services stated that the fault was not intermittent.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an internal controller fault alarm on the system controller, serial number: (B)(6), was confirmed via the log files. The system controller event log file was reviewed, and timestamps span approximately 3 days (23:39:33 on (B)(6) 2025 to 02:05:25 on (B)(6) 2025). On (B)(6) 2025, a controller internal fault alarm activated, associated with a boost overvoltage fault. The boost overvoltage fault corresponds to a latched signal, which indicates a potential issue in the boost circuit. The boost voltage monitoring circuit prevents boost voltages to keep excessive voltage from reaching the pump. There was no resolution of the controller internal fault alarm found within the log file. The pump maintained a speed within the expected range throughout the log file. Multiple good faith effort (gfe) attempts were sent to inquire if the system controller would return for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including controller internal fault and backup battery fault alarms. The heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.